Event description:
The following was reported to davol: it was reported that after preparing and positioning the mesh, following the prescribed method, the surgeon noted that the hydrogel coating began to clump off while fixating the mesh to the tissue. The surgeon continued with the procedure and implanted the mesh. There has been no pt injury reported to date, however, the effectiveness of the mesh could potentially have been compromised, as such we are reporting this as a malfunction.

Manufacturer narrative:
As reported the surgeon followed the recommended procedure for implantation. Inter operative photos of the mesh were provided and reviewed. The photos show that there are some areas of the mesh that appear to have no hydrogel visible. The photo eval does not offer a root cause for the condition observed in the photos. A review of the mfg records shows that the lot was manufactured to specification. Based on the info provided and the photo eval a root cause could not be determined. To date this is the only reported complaint for this mfg lot of 288 units. If additional info is obtained, a follow up MDR will be submitted. Note: section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.